Event description:
A customer reported to beckman coulter (bec) that the unicel dxc 600 pro synchron clinical system generated erroneously low valproic acid results for two patient samples. The erroneous results were reported out of the laboratory, and later amended. There was no report of death, injury, or change to patient treatment in connection to this event. Service was dispatched on (B)(4) 2013. Bec field service engineer found buildup in the collar wash. The fse ran a performance verification test and found reagent probe b was not functioning properly. Fse replaced the reagent probe b, collar wash, and cartridge chemistry sample collar wash. The fse performed all alignments, repeated the performance verification test, and ran controls. All results were within the specifications.

Manufacturer narrative:
Results: collar wash.